Event description:
It was reported that the user contacted support after announcing a meal, with a sensor blood glucose of 297 mg/dl and a confirmatory fingerstick of 277 mg/dl, and inquired about announcing an additional meal; the agent advised against false meal announcements to avoid disrupting ilet automated insulin delivery, and the user confirmed feeling well and having completed a full supply change. Customer care provided troubleshooting and education, including review of meal announcement practices and confirmation of proper supply setup. Investigation of this case revealed no device malfunction and no confirmed product problem, with hyperglycemia cause unclear. Symptoms included hyperglycemia without associated adverse symptoms. Outcomes included no medical intervention, no hospitalization, and no alarms. It was concluded that the device functioned as intended and the event was user-managed with conservative monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.